Manufacturer narrative:
The device was returned and a visual and radiographic evaluation was performed. The critical parameters were measured and there was no non-conformity found, the product met specifications. Therefore, a root cause cannot be explicitly determined. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The IFU was reviewed and the following warning is provided, "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Per the reported information, the implant site was infected. It was noted that the patient had an issue with oral hygiene and had a history of periodontal disease, in addition the patient was reported to be a smoker. The investigation found no abnormality, defect, nor non-conformity with the returned implant. At this time the reported issue will be tracked and trended.

Manufacturer narrative:
The reporter failed to clarify the specific tooth location of the reported implants.patient's race and ethnicity were not provided; (B)(6). Multiple follow-ups were conducted to clarify reported information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the inclusive tapered implant failed to achieve the primary stability. The implant site had type 2 bone quality. The patient has a history of periodontal disease and history of smoking. There was no abnormality with the implant. Bigger diameter implant was used to complete the procedure. This is the 3rd of the 4 implants, which were reported for the same patient. Please reference 3011649314-2018-00038 ((B)(4)), 3011649314-2018-00039 ((B)(4)) and 3011649314-2018-00041 ((B)(4)) for the other 3 implants.

Manufacturer narrative:
Unique identifier # was provided.